Event description:
Patient transferred back to bed. The arterial line would not read. Attempted to zero the line, and received reading "sensor" or "pressure." Changed arterial line cable, and continued to get the same reading. Changed out tubing due to faulty transducer. Switched tubing and arterial line started working again.